Event description:
Patient was undergoing a single fiber stimulated emg of the left frontalis muscle. The stimulation of the emg was administered using two sub-dermal needle electrodes. Upon removal of the sub-dermal electrodes two burns were noted at the electrode placement sites. The patient was sent to the emergency center for evaluation and it was determined that the patient had third degree burns. The machine was sequestered and evaluated by the manufacturer.======================manufacturer response for electromyography machine, viking edx (per site reporter).======================spoke with field/repair engineers. They were to conduct an investigation. The results of this investigation have not yet been communicated to anyone at the hospital. I tried several times to contact an engineer at the manufacturer and have not been able to get a response.